Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured. The lead exhibited non-capture at maximum outputs in all configurations along with pace impedances greater than 2,500 ohms. Subsequently, the patient underwent a revision procedure and this lead was surgically abandoned and capped. The high out of range impedances were consistent even during pacing system analyzer (psa) testing. No visual fracture was able to be identified during the changeout. Another lv was successfully placed.